Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-09859 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced two infusion set fell off events on (B)(6) 2024. Blood glucose levels were 7.5 mmol/l at the time of event. The set was in use for less than a day. Patient replaced infusion set and resumed insulin successfully. No further information available.